Manufacturer narrative:
Upon receipt of the cuff and pump components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually inspected. The cuff was separated into two halves consistent with sharp instrument damage. This most likely occurred during the explant procedure. The pump was visually inspected, and leak tested. Two tears were identified in the kink resistant tubing (krt) consistent with fatigue to the filament. The pump failed the leak test performed. Based on the information available and analysis results, the reported hole and mechanical issues were able to be confirmed.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the artificial urinary sphincter was removed and replaced due to a crack was confirmed in the cuff connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the artificial urinary sphincter was removed and replaced due to a crack was confirmed in the cuff connecting tube. No patient complications were reported.